Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. Pump received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level were 407 mg/ and 319 mg/dl. The customer was treated with bolus. The customer reported bent cannula and they changed the site at night which they normally don't do and the blood glucose was 300 mg/dl and was losing ketones took the customer to hospital and had diabetic ketoacidosis. The customer was advised to change the infusion set and monitor the pump. The insulin pump will be returned for analysis.